Manufacturer narrative:
A beckman coulter customer support (cts) specialist assisted the customer troubleshoot the unicel dxc 860i synchron access clinical system over the phone. The cts reviewed instrument event log history and confirmed multiple errors occurred across consecutive cuvettes. Service was dispatched. A field service engineer (fse) was dispatched onsite and evaluated the instrument. The fse upon further troubleshooting found forty (40) cuvettes were etched and scratched. The failure mode was identified as damaged cuvettes. The fse replaced all the damaged cuvettes to resolve the issue. No further issues were noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported the generation false low patient results for multiple chemistry analytes, suppressed quality control (qc) results, and motion errors on their unicel dxc 860i synchron access clinical system. The customer did not specify which chemistry analytes were affected. The erroneous patient results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.